Event description:
Elderly female with history of hypertension, lung cancer, breast cancer, vaginal cancer, post-menopausal bleeding and endometrial hyperplasia. During the end of the procedure (examination under anesthesia, total laparoscopic hysterectomy and bilateral salpingo-oophorectomy) v-care device broke into 3 pieces upon removal. All 3 pieces were successfully removed from patient without known injury.